Event description:
A customer reported that they obtained imprecise sequential readings on their freestyle flash blood glucose meter. The customer obtained readings of 2.6 mmol/l, 8.3 mmol/l, 18.9 mmol/l and 17.4 mmol/l within a10 minute timeframe. When plotted on a parkes error grid the results fell in the "c" zone. This difference in readings is considered clinically significant. The customer changed their medication based on their adc meter results. The customer did not experience any symptoms. There was no report of death or serious injury. The customer's meter and test strips have been returned; investigation is in process.

Manufacturer narrative:
The customer's product was retunred, and product testing did not confirm the readings complaint. All results were within range specifications and no errors observed.